Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-8719mxds-2015 dynanite supermx nitinol staple with instrumentation, 20w x 15l batch 2220124174 was received for investigation. The device arrived with the drill guide for investigation. Visual evaluation found scratch lines around the shaft on the laser marks. Evaluation of the drill guide noted scratch lines inside the guide holes. Functional testing was not performed due to the device being damaged. However, the critical dimensions were checked to verify any manufacturing issues. The drill bit¿s outside diameter was measured according to drawing c14636 at revision 6: diameter ø 0.120 ± 0.002, results: 0.120; diameter ø 0.104 ± 0.001, results: 0.104. Due to the damaged observed on the drill. The most likely cause of the reported and observed failure is user error, specifically applying excessive force bending the drill due to a possible misaligning the insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a metatarsal arthrodesis surgery the drill from the dynamite set is jammed in the double drill sleeve of the kit. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.